Manufacturer narrative:
All cannulas used to manufacture this batch of needles were delivered to the manufacturer with a certificate of compliance with the iso 9626 standard. The stiffness and breakage tests relative to this batch of cannulas comply with the requirements of the iso 9626 standard. Additional bending and dynamometer tests carried out by the quality department on the returned needles - in order to check the needle breakage rate in extreme conditions of use - did not show any defect. The microscopic examination of the returned needle confirms the breakage at the hub and does not evidence any failure from the cannula. Given the information provided on the circumstances of the incident, the possible causes for the reported incident may be bending of the needle before use, excessive pressure or movement of the needle during injection, non-observance of single use, the use of a needle size inappropriate to the type of procedure and/or a sudden movement of the patient during injection. Warnings and cautions regarding the risks related to product misuse, as well as needle sizes recommended according to the type of injection, are clearly indicated on the box and leaflet. A colored label on the box indicates the needle size and the type of injection. Final comments from the manufacturer: no defect was detected on the needles from this batch during analysis and tests. No other complaint has been recorded on this needle batch out of (B)(4) needles sold. As no fault was detected during tests on the returned needles for this lot, it is difficult to determine the cause of the reported problem. Still, the incident seems to be due to the non-observance of the instructions for use.

Event description:
Additional information received on 23-nov-2017 from quality department by email regarding results of investigation. Both the affected needle as well as unused needles from the reporting dentist were returned to quality department on 09-nov-2017 and were analyzed. Microscopic examination of the returned affected needle confirms the breakage at the hub and no evidence of any failure from the cannula was found. Additional bending and dynamometer tests carried out by the quality department on the returned needles - in order to check the needle breakage rate in extreme conditions of use - did not show any defect. No defect was detected on the needles from this batch during analysis and tests. No other complaint has been recorded on this needle batch out of (B)(4) needles sold. As no fault was detected during tests on the returned needles for this lot, it is difficult to determine the cause of the reported problem. Still, the incident seems to be due to the non-observance of the instructions for use. Causality assessment re-evaluated on 14-dec-2017 on additional information received on 23-nov-2017: seriousness: serious (required intervention to prevent permanent impairment/damage (devices). Listedness/expectedness: device breakage: expected us/ca. Causality: latency - suggestive. Recognized association - no. Analysis: quality complaint due to a device breakage without adverse event. The possible causes of breakage of needles may result from : bending of the needle before use or during use by the dentist; involuntary sudden movement of the patient or movement of the user during injection; excessive pressure changing the resistance of needle; contact with hard tissues (bone). However in this case, at the time of breakage, the needle was not deeply introduced into the patient's gum (only ¿ or 1/8th); the number of injections with the same needle; the use of a needle size inappropriate to the type of procedure; quality defect of the needles. Based on currently available information , no sufficient information is provided to explain the needle broken or to identify a misuse or inappropriate usage during the local injection. According to the analysis, the product was conformed. Quality defect of the needles is therefore eliminated. The causality of the suspected product is modified to unlikely. Dechallenge: na. Rechallenge: na. Concluded causality who: unlikely. Follow-up (quality investigation) : the product was conformed.

Event description:
This spontaneous case was received from a dental office staff in USA (local reference: #(B)(4)). Initial information received on (B)(6) 2017 and additional information received on (B)(6) 2017 (with additional information provided regarding patient's details, medical history, correction of the event onset date and about the reported device breakage), from a dental office staff by phone, were processed together. Quality complaint was opened, references #(B)(4). The patient was a (B)(6) -year-old male, with an unspecified medical history. On (B)(6) 2017, he received local anesthesia (for an unspecified routine dental work around the tooth #30) and the needle used was the suspect medical device septoject 30g x-short (batch # f05635aa; expiration date: oct-2021). Concomitant drug and injection technique were not provided. On (B)(6) 2017, while injecting the patient with the suspect medical device septoject 30g x-short, the operator experienced device breakage, at the hub, in the patient's mouth. The dentist retrieved the broke fragment with forceps, the broken needle was pulled out (ae seriousness criteria: required intervention to prevent permanent impairment/damage (devices)). According to the dental assistant, the insert depth before the needle broke was not even "a ¿ or 1/8th into the gum". The patient did not experienced adverse event and the dental procedure was completed on the same sitting after fragment retrieval. The patient was ok afterwards. At the time of this report, the patient had fully recovered. When asked about availability of samples, the dental assistant reported that the broken needle fragment was disposed of immediately after retrieval but she has the remaining part of the hub where the needle broke. It was possible for the dental assistant to return this remaining piece of the needle (the hub) concerned for further investigation. Causality assessment on 02-nov-2017 on initial information received on (B)(6) 2017 and additional information received on (B)(6) : seriousness: serious (required intervention to prevent permanent impairment/damage (devices) listedness/expectedness: device breakage: expected us/ca. Causality latency - suggestive. Recognized association - no. Analysis: quality complaint due to a device breakage without adverse event. The possible causes of breakage of needles may result from : - bending of the needle before use or during use by the dentist; - involuntary sudden movement of the patient or movement of the user during injection; - excessive pressure changing the resistance of needle; - contact with hard tissues (bone). However in this case, at the time of breakage, the needle was not deeply introduced into the patient's gum (only ¿ or 1/8th); - the number of injections with the same needle; - the use of a needle size inappropriate to the type of procedure; - quality defect of the needles, however, no sufficient information is provided to explain the needle broken or to identify a misuse or inappropriate usage during the local injection. In addition, investigation of the needle is on-going. Therefore, the causal relationship between the device and the event was considered as not assessable. Dechallenge: na. Rechallenge: na. Concluded causality who: not assessable.